Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, pain, weakness, implant snapping and popping and loss of range of motion were noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.